Manufacturer narrative:
Complaint no: complaint-002240304. The device was evaluated for a reported issue of a no flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was conducted and found no issues. Functional testing was performed using the clear passage and pressure test. The device was determined to not meet product specifications related to the reported event because the solution would no flow due to a syringe being difficult to connect to the one link. The reported event was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector did not allow flow during infusion. The device was being used with an unspecified baxter infusion pump and a non-baxter syringe. There was no patient injury or medical intervention associated with this event. Additional information was requested, but the reporter declined to provide further information about this event.